Event description:
It was reported that the suture have cut through to the anchor and leaving the anchor in the bone. A backup device was available to complete the procedure with no patient injuries reported.

Manufacturer narrative:
One (B)(4) bioraptor knotless suture anchor device was reported on. The complaint stated: ¿as reported: the suture have cut through to the anchor and leaving the anchor in the bone.¿ definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation according to instructions for use (IFU). Influences unrelated to manufacture that could compromise product performance or integrity include: site prep with alternate or without recommended instruments. Difficulty with establishing and maintaining axial alignment of suture anchor with prepared insertion site. Excess force placed upon the product. Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
One (B)(4) bioraptor 2.3mm pk suture anchor device returned. The complaint stated: ¿it was reported that the sutures have cut through to the anchor, leaving the anchor in the bone.¿ the complaint does not represent the condition of the product returned. The inserter shaft is slightly bowed. There are no sharp edges at its distal tip. Suture and anchor were attached to the handle of the inserter. Suture is still threaded through the anchor. The anchor was fractured at the tail end where the inserter seats into the anchor. The chipped piece was not returned. There is also a gouge in the most distal thread. The symptoms are consistent with excess proximal torque, loss of axial alignment and possible entanglement with a separate instrument. Prep and proceeding per instructions for use recommendations is essential for successful use of this product. Following these recommendations is essential to a successful implant. Per instructions for use: ¿use of approved smith and nephew instrumentation is strongly recommended to prepare the insertion site and maintain axial alignment between insertion site and the bioraptor¿ suture anchor. When using bioraptor 2.3 mm suture anchors, use a smith and nephew 2.3 mm drill guide, 2.3 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site (each sold separately). It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.¿ no root cause related to the manufacturing of this device was confirmed.updated.

Event description:
It was reported that during an unknown procedure the suture have cut through to the anchor and leaving the anchor in the bone. It is unknown if a delay occurred but a backup device was available to complete the procedure with no patient injuries reported.